Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the second report of an incident involving the same unit at the same facility. Cross reference with MFR. #3006697299-2011-00015. (B)(4). A cusa nxt console (B)(4) failed during a procedure and was described as follows; this incident occurred in the operating room (date of event unk) while the pt was anesthetized for a craniotomy for tumor removal. The unit was turned on and the cooling water alert alarmed. As a result, the tumor was removed manually. The unit never contacted the pt, there was no injury and there was no delay in surgery. The surgery was successful without the use of the unit.